Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring three or more times and previously documented in earlier complaints. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement within warranty, confirmed shipping address, provided instructions for storage mode and for programming pump settings and reconnecting cgm on replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.